Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system failed to boot. The customer replaced the host pc and the system would boot, but intermittently froze. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system failed to boot. Customer replaced the host pc drive which did not resolve the reported problem. Philips remote service engineer (rse) informed the customer to check the xper module 2as it was showing to have a stuck button. Xper modules and unplugged by customer. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.